Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 49 mg/dl at the time of incident and the current blood glucose level was 85 mg/dl. Customer did not provide details regarding symptoms of their low blood glucose. The customer was treated with glucose and food. Customer informed that they were being kicked out of auto mode several times a day and experiencing low blood glucose levels. The insulin pump will not be returned for analysis.